Manufacturer narrative:
(B)(6) h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® sst¿ blood collection tubes twenty-four tubes contained foreign matter and an unspecified number of tubes were damaged. No health impact or consequence reported.

Event description:
It was reported prior to using the bd vacutainer® sst¿ blood collection tubes twenty-four tubes contained foreign matter and an unspecified number of tubes were damaged. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 14-mar-2024. H.6. Investigation summary: bd received 24 samples and 5 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure modes of embedded foreign matter and damaged product was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes embedded foreign matter and damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.